Event description:
It was reported that there was a revision of a rod due to pain in the left hip, difficulty standing and necrosis of the left femoral head. Revised to a total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that there was a revision of a rod due to pain in the left hip, difficulty standing and necrosis of the left femoral head. Revised to a total hip.

Manufacturer narrative:
Evaluation summary: the locking screws are regarded as being concomitant products, which did not cause or contribute to the reported event. The main investigation will be performed on the device reported on MDR 0009610622-2013-00657, and once that investigation is completed, additional information will be submitted under that report.